Event description:
It was reported that during a supply change using an inset, the connector piece loosened during the fill tubing process and leaked, and the user completed the set change after guidance to fully lock the connector. No clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation of this case revealed leakage related to a seal at the connector/coupler consistent with a fluid leak. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. Thank you for your prompt communication.